Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that olympus, model series 180 scopes were not recognized due to failure of a printed circuit board. The investigation is ongoing and the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-180, evis exera ii video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was found that olympus, series 180 endoscopes were not recognized and no image was produced. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that 180 endoscopes are not recognized by the video processor and no image can be detected. This is due to a faulty upcv180dpp board or printed circuit board. The cause of the faulty printed circuit board could not be identified. However, wear and tear damage with customer mishandling was surmised as the likely cause. Other findings were as follows: the front panel was damaged from the outside as well as from the inside. The stud bolts on the front panel are broken, and it has also taken a knock on the side. The front panel must be replaced. The flat ribbon connecting the front to the mainboard is cracked. This must also be renewed. The rear panel is bent and must also be renewed. Olympus will continue to monitor field performance for this device.